Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump passed the dat test at 0.08715 inches. Insulin pump delivered a bolus properly. No over delivery anomaly noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose levels of 42, 43, and 59 mg/dl on several occasions in the past few weeks. On november 25, 2017 they had blood glucose of 38 mg/dl at the time of the incident. The customer was at 179 mg/dl at the time of the call. The customer used a shake, food, and glucose tablets to treat. The customer also had a high of 285 mg/dl before a low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump was over delivering. The insulin pump will be returned for analysis.